Manufacturer narrative:
The stone removal was successful. The physician used a second ncircle device to remove the stone. Evaluation / investigation: a review of complaint history, the device history record, documentation, and specifications was performed. A visual inspection and functional testing was also conducted. One device was returned for evaluation. The device was returned in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted the support sheath is bent over and partially severed at approximately 1 cm from the mlla. The basket sheath is severed 71 cm from the mlla. The handle does move the basket coil. There is 3.6 cm of coil exposed from the distal tip of the severed basket sheath. Within the exposed coil section, the basket coil is offset 1 cm and 1.5 cm from point of separation. The severed segment of basket sheath measures 43.2 cm in length. The basket sheath is smashed on the distal tip approximately 1 mm from the distal tip. There are kinks at 4 cm, 8.5 cm, and 39.5cm from the distal tip. Also returned is an approximately 2 mm section of basket sheath. At this point the basket formation appears to be missing. The handle was disassembled. There is no damage to the outer cannula, but the inner cannula was noted to be bent. It is in correlation to the support sheath damage. The basket formation was located inside the basket sheath. The device history record review revealed there are no non-conformances noted. A review of complaint history for the device/lot combination showed there have been no other complaints received for complaint lot number 8082184. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. A review of complaints revealed this the only complaint that has been received against complaint lot number 8082184. Based on the provided information and the investigation evaluation; it is most likely that the smashed tip of the basket sheath and damage at the proximal tip separated the coil assembly. The definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the sales representative, the physician was performing a flexible ureteroscopy (urs) for stone removal in the pelvic kidney using the ncircle tipless stone extractor, flexible scope and an access sheath. The physician reported that the basket got stuck inside the flexible scope and he couldn¿t remove the basket out of the working channel. After a few tries, he managed to get the basket out the scope and pushed it back through the working channel because it seemed that the basket was not damaged. He got stuck again with the basket and tried again to remove but he reported that the basket broke into two pieces and the pieces had to be removed. The proximal wire, along with the basket was removed using forceps. No unintended section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures because of this device issue. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested regarding the patient¿s status and how the procedure was completed.

Manufacturer narrative:
The lot number previously reported has been determined to be erroneous. Lot number is unknown. A review of the device history record was not able to be performed as the device lot number was not available. A review for additional complaints for this device lot was also not able to be completed without the device lot number.